Event description:
A customer reported that the pump screen was cracked, resulting in a non-functional and unreadable touchscreen. The blood glucose level was recorded at 230 mg/dl. The customer awaited a replacement pump as corrective action.